Manufacturer narrative:
Additional information received on 7/14/2016 states that the patient's transplant status was upgraded to 1a for suspected thrombus however the patient remained stable. On (B)(6) 2016, the patient was transplanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was noted to have a gradual increase in flow and power over the past 8 days. The watts appear to have increased from approximately 4.4 to 5.0w in that time frame. The lactate dehydrogenase (ldh) was 1720 and the international normalized ratio (inr) was 2.0 at the time the increase in flow and power was discovered. The review of previous inr results show the lowest inr reading to be 1.7 on (B)(6) 2016. The current parameter are s 4.3lpm, 2800rpm, 4.9w. The labs obtained at time the event was realized on (B)(6) 2016 were, inr = 2.0, ldh =1720. The patient was sent to the emergency department since there were no available beds to readmit patient at the time. The patient was placed on a heparin drip. The plan was to readmit when a bed becomes available; they continued to monitor ldh/inr, continue to monitor trends in flow and power.

Manufacturer narrative:
The device was returned for evaluation. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. However, there are patient and pharmacological factors that may have contributed to this event.